Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 300-400 mg/dl. Reportedly, the customer continued to use the pump and had insulin pens as alternate insulin therapy.